Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain & suffering as well as economic damages including medical expenses & out of pocket expenses. The physician's office was contacted; it was reported they had not seen the patient since 2009. No further information is available.